Manufacturer narrative:
Pending investigation. Concomitant medical products: 3.2mm drill bit 101-05-20, novation element ro s/o col sz 11 164-13-11, biolox delta femoral head 36mm od, +omm 170-36-00, alteon 6.5mm screw, 20mm 180-65-20, integrip cc, cluster 52mm, g2 186-01-52.

Event description:
As reported, the patient had an initial left tha on (B)(6) 2016. The patient underwent a revision of the gxl liner and cup. The liner was replaced with an xle liner. A new biolox head was used. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. The prosthesis wear was able to be confirmed from the provided radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tha. The patient underwent a revision of the gxl liner and cup. The liner was replaced with an xle liner. A new biolox head was used. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.